Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in three sections due to a break in the midshaft and hypotube. The balloon protector cap was not returned for analysis. No damage was noted to the tip, balloon or blades of the device. It was noted that the balloon folds were relaxed, which can occur after balloon protector cap removal. The midshaft was broken at 39 mm proximal to the guidewire exit port. The midshaft was also kinked at several locations along its length. The hypotube was broken at 546 mm from the hub. The hypotube was also kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. A 300cm mailman was advanced to treat the target lesion and a 0.9mm non bsc laser was used for atherectomy. After, a 3.0mm coyote balloon was used for dilatation but still had residual stenosis. The next treatment option was a 4.00mm x 1.5cm x 140cm small peripheral cutting balloon&#59394;ut it was difficult to maneuver it into the tibial artery. While pushing the balloon catheter into the wire, it was noted that the catheter and wire were kinked without crossing the lesion. While removing the balloon catheter, it broke completely where it was kinked on the wire. As the rest of the balloon catheter was being removed, it again kinked and broke at about the same spot on the wire. The broken pieces remained within the wire, therefore the wire and the balloon catheter were removed as a unit. A 4.0mm x 20mm coyote balloon was then used to complete the procedure with some residual stenosis. No patient complications were reported and the patient's condition was fine.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. A 300cm mailman¿ was advanced to treat the target lesion and a 0.9mm non bsc laser was used for atherectomy. After, a 3.0mm coyote¿ balloon was used for dilatation but still had residual stenosis. The next treatment option was a 4.00mm x 1.5cm x 140cm small peripheral cutting balloon® but it was difficult to maneuver it into the tibial artery. While pushing the balloon catheter into the wire, it was noted that the catheter and wire were kinked without crossing the lesion. While removing the balloon catheter, it broke completely where it was kinked on the wire. As the rest of the balloon catheter was being removed, it again kinked and broke at about the same spot on the wire. The broken pieces remained within the wire, therefore the wire and the balloon catheter were removed as a unit. A 4.0mm x 20mm coyote¿ balloon was then used to complete the procedure with some residual stenosis. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).